Event description:
It was reported by the customer that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The off-label insulin usage caused a blocked cartridge. The customer changed pump supplies to address the issue.